Event description:
It was reported, the patient had a serious infection after the pump was implanted, and she had two bad reactions to the antibiotics. She still had a wound there, and it was ¿healing up very nicely.¿ however, the water company was going to shut off the patient¿s water, and she would not be able to take care of her wound. The medication being delivered via the pump was unknown. Additional information has been requested regarding the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).